Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after placing a 24 g x .75 in. Bd insyte¿ autoguard¿ bc shielded IV catheter, the needle did not retract after pressing the safety activation button. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample and photos of the device were returned for evaluation. A visual inspection of the sample revealed that the unit consisted of the retracted needle safety barrel assembly. A microscopic inspection revealed the needle was fully retracted into the safety barrel and the needle tip was not expose. The needle was pushed and repositioned to the out position and no mechanical/physical damage to the spring or needle hub or grip was observed. There was no evidence of adhesive on the button, grip or hub, the needle was not bent or pinched, and there was no gripper damage to the needle. A simulated use test was performed by pressing the safety activation button after the needle was repositioned to the out position. The retraction was successful and no resistance was met. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: although the customer's photos showed a needle that had not fully retracted, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. A photo inspection revealed the needle was not fully retracted into the safety barrel, the needle tip is exposed, and the spring could be bound up inside of the barrel.